Manufacturer narrative:
G4 - premarket / 510(k) #: k111485, k170636.

Event description:
It was reported that tip detachment occurred. During an angiogram procedure, the target branch had two sharp turns and was accessed with a non- bsc microcatheter. Initial attempts using a fathom-14 guidewire were unsuccessful as it could not be advanced; therefore, a fathom-16 guidewire was used. The fathom-16 was reshaped twice, and resistance was felt during manipulation within the microcatheter. While withdrawing the fathom-16 guidewire to attempt an alternative guidewire, the tip detached and remained inside the microcatheter. The microcatheter system was subsequently removed with the guidewire tip retained within it. A second fathom-16 guidewire was used, and minor curves were placed in the wire; however, it also exhibited resistance after several minutes. Upon removal, a deformity and what appeared to be a breakage were observed in the same region as the previous wire issue. The procedure continued using a fathom-14 wire, and no further complications occurred. There were no patient complications as a result of this event.